Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that in the alarm history external error and unexpected restart alarms were found. The insulin pump powered off and started counting. Customer's blood glucose level was 414 mg/dl. She treated her high blood glucose level with the insulin pump. The self-test passed. The device was not returned.